Event description:
It was reported that during a staged procedure to treat a proximal 80% stenosed circumflex artery lesion and a 90% stenosed proximal-mid left anterior descending artery (lad), a non-abbott guide wire was positioned. A balance middleweight universal ii (bmwuii) guide wire was inserted as additional support, but could not cross the lad lesion and was noted to be split. The bmwuii was removed without reported issue. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling.